Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the present date. The device was previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Keypad failure - all keypad buttons not work. Sent the unit to ops lab for further investigation (B)(4). History: (B)(4). Report failure date on 01/25/2018 for keypad failure. Module on time: 1074.25 hrs. No customer repaired history - no error in the error log entry. Note: this lvp had been working for 1074.25 hrs. Before exhibited keypad failure. Retrieved device error log: no error log in the error log entry. Investigation: as received, the lvp was powered on with no failure observed. Customer reported 'keypad does not work' was confirmed. As received, the lvp was set to perform keypad testing per asm procedure and confirmed report key pad failure. Broken silver traces are the main cause of report keypad failure. Contamination on the keypad tail flex was also observed. Conclusion: customer reported 'keypad not working' was confirmed. Broken silver traces are the main cause of keypad not working. Contamination on the tail flex circuitry is also observed. Rework: recommends replacing keypad assembly part number (B)(4). Front case assembly was removed and forwarded to qe for further failure investigation disposition: route to service for normal process. (B)(4). Replaced door assy with keypad for all keypad buttons not work, and frame memb. (B)(4).